Event description:
The customer reported that the secondary display for the central nurse's station (cns) went blank and nothing could be seen on the screen. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the secondary display for the central nurse's station (cns) went blank and nothing could be seen on the screen. No patient harm or injury was reported. Investigation summary: during troubleshooting the customer indicated that the complaint cns screen became blue, and they could only see the mouse on only one of the screens. The customer indicated that they might have bumped into something which had caused the cns to reboot. On reboot the customer received a "network disconnect" error. They verified the cable connections of the device and then rebooted the cns properly to fix the network disconnect error. On a follow-up with customer, they indicated that they had resolved the issue. The customer indicated that they reconnected the secondary monitor and then reconfigured the settings to enable dual screen. It was also indicated that the video input cable of the secondary monitor may have dislodged when the secondary screen was tipped forward. Based on the available information, the most probable cause of the issue is loose cable connection. The user should ensure that the cable connections of the device are secure to avoid this issue. The customer indicated that the mounting screws for the secondary monitor had not been screwed in when the displays were remounted in their current configuration, which caused the secondary monitor to tip forward and the video cable to loosen.

Manufacturer narrative:
The customer reported that the secondary display for the central nurse's station (cns) went blank and nothing could be seen on the screen. It looked like it was turned off. While nihon kohden technical support (ts) was troubleshooting with the customer, the cns went into a bluescreen and only the mouse cursor was on the screen. They believe that they might have bumped into something that caused the cns to reboot. When it was booting up, it gave them a network disconnect and it was stuck on the cns software load up screen. Ts had them find the ethernet cord, and make sure that the cord was secure on the cns and connected on the nk port on the wall. They stated that everything is secure. The wires are behind a plate, so they cannot get to it, but tried to make sure it was firmly in there. 3ts then had them reboot the cns and when it came back up, they were able to get into the software again. However, the original issue persists. The secondary monitor is still turned off. They have tried pressing the power button to no avail and they have checked the power cord and made sure its secure, it still will not turn on. No patient harm was reported. The biomedical engineer (bme) reconnected the video input cable to the display, exited the nk application, reconfigured windows to recognize the second display, restarted the nk application, reconfigured the beds to properly disperse across both the primary and secondary displays. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Bedside monitor: model: bsm-1733a; sn: (B)(4). Bedside monitor: model: bsm-2351a; sn: ni. Bedside monitor: model: bsm-6301a; sn: ni.

Event description:
The customer reported that the secondary display for the central nurse's station (cns) went blank and nothing could be seen on the screen. It looked like it was turned off. While nihon kohden technical support (ts) was troubleshooting with the customer, the cns went into a bluescreen and only the mouse cursor was on the screen. They believe that they might have bumped into something that caused the cns to reboot. When it was booting up, it gave them a network disconnect and it was stuck on the cns software load up screen. Ts had them find the ethernet cord and make sure that the cord was secure on the cns and connected on the nk port on the wall. They stated that everything is secure. The wires are behind a plate, so they cannot get to it but tried to make sure it was firmly in there. Ts then had them reboot the cns and when it came back up, they were able to get into the software again. However, the original issue persists. The secondary monitor is still turned off. They have tried pressing the power button to no avail and they have checked the power cord and made sure its secure, it still will not turn on. The biomedical engineer (bme) reconnected the video input cable to the display, exited the nk application, reconfigured windows to recognize the second display, restarted the nk application, reconfigured the beds to properly disperse across both the primary and secondary displays. No patient harm was reported.